Manufacturer narrative:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently on (B)(6) 2013, the patient underwent a procedure and the excess skin was excised. During the same procedure a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
This report is filed, february 29, 2016. The implanted device remains.

Event description:
It was reported; the patient developed an infection at the abutment site. It was also reported that the patient is experiencing skin overgrowth issues. The patient was treated with steroid cream (date not reported). The implanted device remains.